Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to patient experiencing warmth and heat from the device. The patient was re-implanted with a new cochlear device during the same surgery.